Event description:
It was reported by fse that during routine check the cs100 intra-aortic balloon pump (iabp) had ac power issue. Ac power 230 v not coming and the machine runs on battery only. There was no patient involvement.

Manufacturer narrative:
Due to character limitation of e1(event site name): (B)(6), due to character limitation of e1(event site address): (B)(6), a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) had ac power issue. Ac power 230 v not coming and the machine runs on battery only. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,b5 ,d5, d8, d9, g3, g6, h2,h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e2 , e3 , e4 . E1 ( initial reporter , event site email ) , g2 . G7. A getinge field service engineer (fse) was dispatched to evaluate the unit. It was found that ac power 230 v not coming and machine runs on battery only. During checking found power supply unit is faulty. To solve the issue, the fse replaced the power supply (0014-00-0033-05) by using the one from customer stock. All functional tests were carried out according to factory specifications. The unit was handed over to the customer in good working condition.